Event description:
At implant, the balloon sized of the defect approx at 15 mm stretched diameter. A 16 mm device was implanted and appeared stable with push/pull maneuver. The next morning, the device was found to have embolized in main pulmonary artery. The pt was asymptomatic apart from prolonged ? (Unable to decipher handwriting). The device was surgically removed and closure of asd was performed. Add'l info indicated the heart was positioned with rotation of the heart bringing the atrial septum into an atypical plane. In addition, there was a large coronary sinus abruptly on the inferior margin of asd.